Event description:
I had multiple ventral hernia of the abdominal wall, umbilical hernia and a right inguinal hernia, umbilical hernia repaired with marlex mesh. This took place at (B)(6). Dr (B)(6) performed the surgery. I have been in extreme pain ever since this surgery. I went back to surgeon to talk about my pain a swelling an a noticeable lump, he told me that the edge had rolled up and it would take a small surgery to fix that. I have not done that as of yet because pain is my #1 problem. I did later have a severe pain area which was taken care of by an another surgeon dr (B)(6) (B)(6) 2008 at (B)(6) hospital in (B)(6) which was a knotted lump which had settled on a nerve. It has been 8 years of pain swelling, internal itching, pulling pain. I can not sit for long, which means no flying or car trips. This has caused my life to be a lot different than I had enjoyed in the past. Dinners out are rare, sitting and eating are painful and causes stomach issues. Everyday I need to pace my activities and things I enjoyed in the past are gone, tennis, golf, riding are not an option due to pain. Many days rest and laying down are the norm although sleep is hard to find. Thank you for taking the time to read my complaint, just telling you makes me feel better!